Event description:
It was reported by the patient¿s sister that on (B)(6) 2026, after more than 48 hours of pod wear, the patient¿s blood glucose levels increased to approximately 900 mg/dl, and the patient was subsequently hospitalized. The sister reported that the patient went approximately 20 hours without insulin prior to seeking medical attention. Review of omnipod cloud data indicated that a pod was activated on (B)(6) 2026, and would have expired on (B)(6) 2026, if insulin had remained in the pod. The data did not show a new pod activation between (B)(6) 2026, when the patient was reportedly hospitalized. Reported symptoms included vomiting, diarrhea, confusion, and a mental state described as ¿delirious.¿ the sister reported that the patient was diagnosed with diabetic ketoacidosis and was admitted to the intensive care unit before being transferred to a general medical floor. At the time of reporting, the patient remained hospitalized with no anticipated discharge date provided, and rehabilitation was expected following hospital discharge. Treatment during hospitalization included intravenous fluids and insulin, as well as unspecified medications and a period of ventilator use. The sister was unable to provide additional device performance information, including whether any alarms were present at the time of the event, and could not confirm whether the patient was wearing a pod at the time of the event. The available information indicates that the event was unrelated to use of the omnipod system; however, the event is being reported out of an abundance of caution.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.